Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. In this case, the clinician commented that care of the insertion site was a contributing factor to the development of the patient¿s infection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a catheter-related infection was confirmed with a presep oximetry catheter after 21 days of use. Reportedly, the catheter was used during the distal pancreatectomy and splenectomy at laparotomy for a pancreas tumor in a (B)(6) year old male patient with a history of hypertension and internal carotid artery (ica) stenosis. The catheter was inserted via right internal jugular vein after general anesthesia. The catheter remained placed in the patient after surgery for total parenteral nutrition (tpn). Although the catheter was secured using suture loop and/or box clump, a tape fixing the catheter in place was frequently peeled off. On the 21st day of use, the patient suddenly developed shaking chills followed by a high fever of 40 degrees c. On the same day, samples were obtained from the catheter tip and blood cultures and staphylococcus hemolyticus was detected from both culture results. The catheter was removed. The patient was given antibiotics, tazopipe and cubicin. The severity is determined by the doctor as serious since the event resulted in extension of hospitalization. The patient's outcome was reported as recovered. The customer commented as follows: the fixing tape was prone to be peeled off due to the weight of the catheter and the patient's body hair. As the catheter insertion site was often exposed, it was undeniable that the event contributed to the infection.